Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03889. It was reported the patient is experiencing ineffective stimulation due to autoreducing. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information received indicates the patient's system was explanted and replaced to address the issue.